Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the red button cover being detached from the driveline release button was confirmed via the submitted images and the returned heartmate 3 system controller, the returned heartmate 3 system controller (serial number (B)(6)) was visually inspected and revealed the red button cover was detached. Despite the observation, the driveline release button was able to function as intended. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms. Although a root cause was not determined through this investigation, a manufacturing task has been opened to further investigate the issue of the red button cover being detached from the driveline release button. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿ explains that the driveline cannot be removed without firmly pressing the driveline release button (covered by the red button cap). This section also explains that the safety lock cannot move into the locked position unless the driveline is fully and properly inserted and if the safety lock does not fully cover the red button, the driveline is not connected. Section 5 of the IFU, entitled ¿surgical procedures¿ further explains the safety lock and operation of the red button. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no patient involved in this event.

Manufacturer narrative:
No patient involvement was reported associated with this event. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant, the perfusionist removed the system controller from the box to be the patient's backup system controller and noticed that the red button on the back of the system controller was completely removed from the system controller.